Event description:
The recipient reportedly experienced incorrect electrode insertion. On (B)(6) 2022, the recipient underwent repositioning surgery, however the electrode was damaged, so the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed exposed electrodes in the electrode array. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on april 19, 2022. The explanted device was received at the company on may 18, 2022, and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.